Event description:
Stent came off of delivery device when md inadvertently pulled back protective sleeve. Stent was retrieved out of coronary, but was lost before exiting body. New stent was deployed leaving nice result in circumflex.